Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.